Event description:
It was reported that the patient presented in the clinic for an MRI procedure. Prior to the procedure, upon interrogation, the pacemaker exhibited diagnostic issue. Programming changes was made. The patient was stable.

Manufacturer narrative:
The reported event of incorrect measurement was confirmed. Based on the information provided, it was determined that there was a telemetry break after the active programming set was reverted from MRI to permanent programming set. After the telemetry was restored, the device indicated to the programmer that the active set is still in MRI mode, even though it is in permanent set, causing the error message to be displayed. The root cause of the event was unable to be determined based on the information available.